Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37 enterprise vascular reconstruction device (enc453712, 9294564) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31567760) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched a second microcatheter, a prowler select plus 150/5cm (606s255x, 31567760) to deliver the original stent, but the original stent was with the same issue. The doctor removed the second microcatheter and stent from the patient and switched to a third new microcatheter and a second stent to complete the surgery. The surgery was prolonged by about 35 minutes. Additional event information received on 19-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 35-minute procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37 enterprise vascular reconstruction device (enc453712, 9294564) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31567760) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched a second microcatheter, a prowler select plus 150/5cm (606s255x, 31567760) to deliver the original stent, but the original stent was with the same issue. The doctor removed the second microcatheter and stent from the patient and switched to a third new microcatheter and a second stent to complete the surgery. The surgery was prolonged by about 35 minutes. Additional event information received on 19-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 35-minute procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The microcatheter was flushed with a lab sample syringe; however, high resistance was met. When a lab sample guidewire was inserted and attempted to be advanced from the proximal end of the microcatheter, it got stuck at 122.0 cm. A dissection was made, and dried saline residues were found blocking 8cm of inner lumen of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31567760 number, and no internal actions related to the malfunction were identified. The issue reported is confirmed based on the blocked inner lumen. It is suggested that an adequate saline flush was not maintained, and that could lead to an occlusion that could had prevented the concomitant stent for advancing through the microcatheter since according to the risk documentation insufficient flushing can lead to the microcatheter to become unusable. Additionally, no physical damage was noted on the microcatheter. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.